Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a stone removal procedure. The patient had a previous billroth ii procedure performed. According to the complainant, during the procedure, the guidewire was placed in the cbd. The autotome was advanced over the guidewire. While the autotome was being rotated about 8-10 times towards right side, current was applied and the cut wire broke. No part of the cut wire detached inside the patient. The procedure was not completed, as there was no other device available. Another procedure was performed at a later time and the stones were removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a autotome rx sphincterotome was used during a stone removal procedure. The patient had a previous billroth ii procedure performed. According to the complainant, during the procedure, the guidewire was placed in the cbd. The autotome was advanced over the guidewire. While the autotome was being rotated about 8-10 times towards right side, current was applied and the cut wire broke. No part of the cut wire detached inside the patient. The procedure was not completed, as there was no other device available. Another procedure was performed at a later time and the stones were removed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length/extrusion and cut wire was cut at the brown paint marker at the distal end of the device. The distal tip of the device with the exposed cut wire section was not returned. It appears that the distal end of the tome was cut off/ snipped from the device with a cutter or scissors. The outer diameter of the exposed cut wire met specification. Although the exact root cause could not be determined due to the condition of the returned device, it is likely that the device was damaged due to procedural factors/handling. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.